Manufacturer narrative:
Results of investigation: (non-return analysis-fieldservice evaluation) vyaire medical field service representative went onsite and inspect the unit. As a resolution, vyaire replaced inspiration block, during completion, mushroom valve calibration failed, tech support (ts) recommended additional life block replacement. Life block replaced, calibrations, and unit verification are completed. Unit meets factory specifications, repair complete. Unit was handed back in service and ready for patient use. (Non return analysis-log file evaluation)logs shows that the failure alarms pointed to an intermittent failure on defective inspiration valve. (Return analysis-fa lab evaluation)the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was not duplicated in the fa lab. The root cause of failure was due to a defective pblower on pcba (printed circuit board assembly).

Event description:
It was reported to vyaire medical that the bellavista1000e us had tf 401- inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. However, log shows alarms 401, 400, 300, 545 and cfb error. Recommended new insp. Block replacement to resolve the issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.